Event description:
It was reported that the programmer's electrocardiogram (ECG)/slave cable port was in need of repair and was causing noise to be present on the programmer's ECG's. The programmer was returned for service. There were no patient complications reported as a result of this event.

Event description:
It was reported that the programmer's electrocardiogram (ECG)/slave cable port was in need of repair and was causing noise to be present on the programmer's ECG's. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector found loose on a printed circuit board assembly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.